Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable was damaged resulting in difficulties charging the pump. Customer¿s blood glucose was 200-299 mg/dl. Reportedly customer is using an alternative cable to charge the pump.